Manufacturer narrative:
Details of complaint: the customer reported that the core unit (g9 monitor) displayed a "system board failure -sd" error message. This message was appearing on the main screen of the g9 while it was powered on. They tried to power cycle the unit, but the error came back up again. No patient harm was reported. Investigation summary: the reported issue of g9 displaying "system board failure -sd" error could not be confirmed or duplicated. The customer reported that the issue was resolved after power cycling the g9 monitor. As such, it is likely that the g9 monitor experience a temporary hardware/software error relating to the components used for sd card reading. A definitive root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to trend and monitor the reported issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt #1 03/25/2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received.

Event description:
The customer reported that the core unit (g9 monitor) displayed a "system board failure -sd" error message. This message was appearing on the main screen of the g9 while it was powered on.

Manufacturer narrative:
The customer reported that their core unit (g9) displayed a "system board failure -sd". This message was appearing on the main screen of the g9 while it was powered on. They tried to power cycle the unit, but the error came back up again. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their core unit (g9) displayed a "system board failure -sd". This message was appearing on the main screen of the g9 while it was powered on.